Event description:
It was reported that after a significant amount of weight loss, the pt had trouble keeping a helpful program and experienced shocks. Interrogation of the device showed aberrant readings suggestive of a short. The pt had the device explanted and replaced. During the replacement procedure, the electrodes broke and some of the wire came out without the electrode. The decision was made to leave the electrode there and re-implant on the opposite side. Fluoroscopy confirmed lead placement. The pt tolerated the procedure well and was in stable condition post procedure.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.